Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 29, 2018 that a lighttrail single use 270um laser fiber was to be used during a flexible ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during unpacking and outside the patient, the laser fiber broke into two pieces upon removal from the package. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: one lighttrail single use 270 m laser fiber was received for evaluation. Visual analysis revealed that the fiber was returned broken into two pieces. The first piece measured approximately 156 cm from the top of the connector to the break. The second piece measured approximately 153.5 cm from the break which includes the entire distal tip. The condition of the returned device confirms that the fiber was broken. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail single use 270um laser fiber was to be used during a flexible ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during unpacking and outside the patient, the laser fiber broke into two pieces upon removal from the package. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.